Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient had pain at the implantable pulse generator (ipg) site for approximately two months. Patient did not have any recent traumas or weight loss. Device revision was completed on (B)(6) 2019 where the ipg was repositioned higher. New extensions were added as a result to provide extra length to connect to the ipg. There were no complications during the procedure. Patient was stable.